Event description:
It was reported that this event was determined to be a medical issue, not a ventricular assist device (vad) function or vad thrombosis issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from 7/19/2019 at 04:02:12 to 8/19/2019 at 15:18:07, per the timestamp. Throughout the log file the device operated at the fixed speed without issue, with pump power ranging from 3.9-5.5w. Two transient low flow alarms were captured on 7/19 when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The account originally reported that the patient was admitted with elevated ldh/hematuria, which led to concerns of device thrombus. The account later reported that the laboratory variations were related to a separate medical issue, not the vad. The patient¿s vad function was reported to have been stable and they remain ongoing on (B)(6). No further information was provided, and no further events have been reported at this time. The heartmate ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with elevated ldh and hematuria. There were also concerns of pump thrombus. Additional information was requested but not provided.